Event description:
The patient experienced a shocking or jolting sensation at her implantable neurostimulator site. Palpating caused stimulation changes. Impedances were measured and were normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).